Manufacturer narrative:
At the time of this report no product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Body weight was changed on 2024-02-28 from 158 to 168. Data for the described event date of 2024-02-29 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 11:55am. No instances of bg-run mode were logged from (B)(6) 2024 through (B)(6) 2024. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows cgm glucose going above range at 7:30 am on (B)(6) 2024 and staying above range through the following day until the device is powered off. The ilet is seen dosing insulin whenever it is able throughout the event in response to the cgm glucose. Based on the engineering logs, no evidence of device malfunction could be found. The ilet appropriately triggered the high glucose alert and was found continuously making requests for insulin deliveries outside of meal boluses. The ilet only stopped making basal requests when the insulin cartridge was empty. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report, and device logs, the ilet functioned appropriately and dosed insulin in response to cgm values. The likely assignable cause for this hyperglycemic event is an issue along the fluid pathway (cartridge, tubing, infusion set), preventing insulin delivery.

Event description:
On 3/8/24 an ilet user reported they experienced a high blood glucose (bg) event leading to hospitalization. The user reported their bg rose to 860 mg/dl leading to diabetic ketoacidosis (dka). The user was admitted to the hospital on (B)(6) 2024 and was released on (B)(6) 2024. The user reported they experienced dizziness and received an insulin drip as treatment. The user also reported they are in kidney failure and are waiting for a transplant. The user was disconnected from the ilet and requested a replacement per their healthcare provider's (hcp) recommendation. On 3/13/24 a beta bionics customer care agent followed-up with the user. The agent explained that based on the ilet engineering log, the pump was functioning as intended and their dka was likely due to a supply issue (such as a leaking cartridge and/or kinked or leaking infusion set). The agent recommended the user to call beta bionics whenever they are having issues so customer care can troubleshoot the issue. The user still believed the high bg event was due to a malfunctioning ilet and reported his hcp does not want them back on an ilet until a replacement pump is received. The user was issued a replacement ilet.